Manufacturer narrative:
Concomitant products: 4952-45 lead, implanted: (B)(6) 2003.

Event description:
It was reported that a warning triggered due to high impedance on the right ventricular (rv) lead. There were also high thresholds noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, a fracture was suspected.